Event description:
This is the 2nd month that this adverse reaction has happened and I narrowed it down to the product (tampax pearl super) I noticed on my first day of period and first day I used the product within the hour I started noticing intense itching, I just thought that maybe it was infection and used over the counter cream, stopped using it for one day and switched to a pad, it was feeling a bit better so day 3 of my period I tried again with the tampon and the reaction occurred again. I completely stopped using and within a day the itching and swelling and pain went away. It's definitely either the plastic of the tampon causing the reaction or the tampon cotton itself, or maybe it's a bad batch but it's definitely narrowed down to the tampon itself.